Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified, mildly tortuous, 90% stenosed lesion in the left circumflex (cx) artery. A 2.5x15mm trek rx balloon dilatation catheter (bdc) was advanced to the target lesion for dilatation. The balloon ruptured on the second inflation to 12 atmospheres (atm), due to the cracked calcification in the lesion. The bdc was removed with resistance met. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported complaint appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial filed emdr, the following information was received:it was reported that the procedure was to treat a heavily calcified, mildly tortuous, 90% stenosed lesion in the left circumflex (cx) artery. The 2.5x15mm trek rx balloon dilatation catheter (bdc) was used for pre-dilatation. There was no adverse patient effect and no clinically significant delay in the procedure. A 2.5x15mm non-abbott device was used to successfully complete the procedure. No additional information was provided.